Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b6, d1, d4, d11, g3, g4, g7, h1, h2, h4 and h6. Section b5: additional information received per the medical records state that the filter was deployed via the patient's right femoral artery. The results of computed tomography (CT) scans done approximately eleven years after the index procedure indicate that the filter is in place with minor posterior tilting. The medial strut of the filter is very close to the aorta and abuts the aortic wall. The posterior strut is probably penetrating the lumbar vein. The scans also noted a peripheral pulmonary nodule along the anterior aspect of the right lower lobe.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter,  perforation of filter strut(s) outside the inferior vena cava (ivc) and perforation of filter strut(s) into organs - struts abut aortic wall and puncture lumbar vein. The patient has also experienced back pain, fear and anxiety. The patient became aware of the reported events approximately eleven years after the index procedure. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and tilted and perforated the inferior vena cava (ivc). Additional information indicated that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and perforation of filter strut(s) into organs - struts abut aortic wall and puncture the lumbar vein. The patient has also experienced back pain, fear and anxiety. According to the medical record the filter was deployed below the level of the renal veins without difficulty. Approximately eleven years post implant the patient underwent a computed tomography scan for evaluation of the filter. The results indicated that the filter is in place with minor posterior tilting. The medial strut of the filter is very close to the aorta and abuts the aortic wall. The posterior strut is probably penetrating the lumbar vein. The scans also noted a peripheral pulmonary nodule along the anterior aspect of the right lower lobe. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety and back pain do not represent a device malfunction and may be related to underlying patient specific issues. Without knowing the location of the back pain, it is not possible to establish a relationship between the alleged perforation of the lumbar vein and the pain. Without films for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to the filter tilted and has perforated. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that the filter is tilted and has perforated. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.